Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per report received from germany- edwards received notification of a pascal precision ace in mitral position where two devices were used. During procedure, bubbles were seen during suture release. No symptoms were observed, and no treatment was required. The regurgitation grade was reduced from 4 to 2. No further reduction was possible due to high gradients with the second device and this one was retrieved. There were no patient consequences.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11 additional h6 type of investigation codes: 'analysis of images' and 'labelling review' the complaint for air bubbles introduced during procedure and/or observed on imaging was confirmed with objective evidence. The complaint was confirmed, however no manufacturing non-conformities could be identified. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since no edwards defect was identified, corrective or preventative actions are not required. Potential root causes for the presence of air may include: - omission of a flushing/de-airing step - improper stopcock/syringe technique - air from an alternative non-pascal device, fluid line, or procedural step however, a true root case is unable to be determined.